Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 2 weeks ago, the patient was seen due to the implantable neurostimulator (ins) battery hadn't been charged in about 12-18 months. They were able to do physician mode recharge (pmr) twice and were seeing the charging screen, but due to time, they needed to let the patient go and were unable to clear the power-on-reset (por) screen and charge battery up to 25%. The patient's mother was in office today and reported that they were unable to get back to the recharging screen once they were home. It was confirmed they saw the reposition the recharger screen. It was reviewed that they need to do another pmr session or two to get the battery responding again. The patient's mother will contact technical services if she has any questions or concerns. The plan was for the patient's mother to work on the ins and go into office later that day when the ins was charged so they can start the ins again. No symptoms were reported.